Manufacturer narrative:
Additional information: device manufacture date. Visual inspection of the returned lens found both haptics bent. Functional testing could not be performed due to the condition of the received the lens. Further testing (microscopic examination) was performed and found a scratch in the center of the optic. The cause of the scratch could not be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient''s right eye due to unspecified substance on the lens which could not be irrigated. The incision was enlarged to remove the lens and another lens was implanted successfully.